Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s blood glucose was 232 mg/dl during the initial call and later 198 mg/dl during follow-up, after the user reported, the patient had forgotten to unpause insulin delivery on the ilet; troubleshooting and education were completed by customer care agent, there were no alerts or alarms, and the patient declined additional follow-up. Symptoms included hyperglycemia. Outcomes included no hospitalization and no change to alternative therapy. Investigation included remote troubleshooting and user education regarding device operation. Investigation of this case revealed user-related interruption of insulin delivery without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.